Manufacturer narrative:
Mep10 probes are sterile, single use devices, indicated to obtain tissue samples from the breast or axillary lymph nodes for diagnostic analysis of breast abnormalities. The device was returned to devicor for investigation. Upon inspection, breast tissue was found in the cup. Dried blood in the device was causing intermittent transport of the tissue. The dried blood was cleared from the device and the device retrieved 2/2 chicken, used as sample medium, without issue. It is possible that transport was intermittent, however three consecutive samples were found in the cup. The device was determined to be conforming. Due to the discovery of breast tissue, this event was assessed against the result of the investigation. Following consultation with our medical director, due to the potential to cause or contribute to death or serious injury as a result of potential missed or lost tissue samples, pursuant to 21 cfr §803, this failure mode was determined to be reportable.

Event description:
Devicor medical products, inc. Received a report from affiliate, devicor medical (B)(4)" in the initializing process, the probe was attached to the holster properly and completed priming, however the specimen was not transported to the chamber". This has been documented in our system as record # (B)(4).